Event description:
Attempted the procedure and the probe did not load properly (no movement). Tried three different probes, none worked. Would not load properly, would not fire. The case was not completed. Patient was treated for possible breast infection.